Event description:
The device was used during a port infusion procedure. Reportedly, the catheter broke. The surgeon used another device to complete the procedure. The hosp has reported no pt injury occurred.

Manufacturer narrative:
09/04/1997-supplemental report #1 submitted to FDA. It has come to the mfrs attention that the introducer split but, the catheter did not break. Therefore, please disregard this MFR report # (1210030-1997-01932) as the event was not reportable under departmental guidelines.